Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was duplicated. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from (B)(4), omsc surmised that the reported phenomenon was attributed to the video communication failure to the processor due to the failure of the cable by the user handling. Olympus stated the appropriate handling of maj-554 and the counter measures against abnormalities in the instruction manual of maj-554.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during unspecified timing, it was found that the endoscopic image was not displayed, the cable unit and the connector had been deformed. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.